Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the centrifugal pump made noise. The user attempted to reseat the pump and adapter, but this did not help. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
The actual sample was not returned for evaluation, but a video of the event was received. Upon evaluation of the event, the complaint was confirmed. A retention sample from product code 3zz164275 lot rh22 was used for evaluation. No anomalies were found during visual inspection. A review of the device history revealed no production related anomalies. The retention sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every 10 minutes for 1 hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormalities were detected coming from the device. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.